Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient lost a lot of weight and now the pump moved around a lot because the pump has got more area there to move. The event date was noted as it had been over the past year. The patient had an upcoming appointment with the managing healthcare provider (hcp) in a couple of weeks and would let them know about the pump moving around at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient first started experiencing the pump movement in (B)(6) 2016. There were no symptoms reported. Troubleshooting performed related to the pump movement was weight loss. The actions/interventions taken to resolve the pump movement was the patient was examined by the physician. Regarding if the pump movement had been resolved it was noted it was ¿not necessary at this time¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.